Event description:
Customer reported a button error alarm. The customer stated his insulin pump may have been exposed to sweat. Customer's blood glucose was 76 mg/dl. He was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm. The device also was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.